Event description:
It was reported that during implant, noise was observed during the evaluation with psa. Attempts to improve the issue were made but were unsuccessful. Lead anomaly was suspected. The lead was replaced and procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).